Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the chest drain was not evacuating and the air/fluid leaked into the pt's pleura space. No pt injury reported.